Event description:
It was reported that balloon rupture occurred. A 10mmx3.50mm wolverine cutting balloon was selected for use. During preparation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and the patient was stable.